Event description:
The reuse of a single-use device was reported during patient use of the homechoice (hc) machine during fill five of five. While connected to the device, the hp removed and replaced the heater bag prior to contacting baxter technical services about a check lines and bags alarm. There was no patient injury or medical intervention in association with this report. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4).. The device was not available for evaluation. Use error and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.